Event description:
Forty-eight hours after surgery, the pt was getting ready to go home and pt started hemorrhaging from the incision. Pt arrested and required re-op. During re-op, surgeon discovered that the 6.0 surgipro had broken, although the knots were still in tact. Surgeon re-performed the anastomosis. Pt had to stay in hospital two additional days.